Manufacturer narrative:
(B)(4). Date sent: 7/31/2018. Unknown. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event it stated that the device jammed and not secure. Does this mean that the device fired clips and then jammed not firing any more clips? Did the clips fall off the tissue after firing? Did the clips fall into the patient? If yes, were the clips retrieved from the patient?

Event description:
It was reported that the device jammed after applying clips; not secure. New product opened and used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: the device jammed and didn¿t fire any clips at all.